Event description:
It was reported that the nurse got a low flow in arctic sun device. Flow rate varies between 0.3lpm-0.7lpm. Packaging has already been disposed of so pad lot number no longer available. Initial values shown that the inlet pressure was -7psi, circulation pump command was 100percentage, flow rate was 0.7lpm, system hours were 9389 and the pump hours were 9015. Disconnected and reconnected the pads using proper technique, the inlet pressure was -7psi, circulation pump command was 100 percentage, and the flow rate was 0.4lpm. They stopped therapy, drained and disconnected pad. Added a new pad without putting on the baby, inlet pressure was -5.4psi, circulation pump command was 100 percentage, and the flow rate was 0.5lpm. Ensured tubing was straight and no damage to fluid delivery line. Added old pad so both pads were connected. Inlet pressure was -5.1psi, circulation pump command was 100percentage and the flow rate 0.5lpm. Advised nurse to send this device to biomed. Nurse will get another arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse got a low flow in arctic sun device. Flow rate varies between 0.3lpm-0.7lpm. Packaging has already been disposed of so pad lot number no longer available. Initial values shown that the inlet pressure was -7psi, circulation pump command was 100percentage, flow rate was 0.7lpm, system hours were 9389 and the pump hours were 9015. Disconnected and reconnected the pads using proper technique, the inlet pressure was -7psi, circulation pump command was 100 percentage, and the flow rate was 0.4lpm. They stopped therapy, drained and disconnected pad. Added a new pad without putting on the baby, inlet pressure was -5.4psi, circulation pump command was 100 percentage, and the flow rate was 0.5lpm. Ensured tubing was straight and no damage to fluid delivery line. Added old pad so both pads were connected. Inlet pressure was -5.1psi, circulation pump command was 100percentage and the flow rate 0.5lpm. Advised nurse to send this device to biomed. Nurse will get another arctic sun device.